Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was admitted to intensive care unit on (B)(6) 2018 at 11:00 am for hyperglycemia and diabetic ketoacidosis and the insulin pump under delivered the insulin. The customer had high blood glucose levels of 35 mmol/l at the time of incident. It was reported that the customer had high blood glucose levels and ketones. The customer¿s current blood glucose level was unknown at the time of call. The customer was wearing the insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with lantus multiple dose injections. The customer reported that the high blood glucose event began on (B)(6) 2018 and the customer changed the infusion set and reservoir six times. Troubleshooting was not completed during the call. The device will not return for analysis.